Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 08/24/2016, that on (B)(6) 2016, the patient experienced no audio output from the receiver and an adverse event. The patient's wife stated that the patient had a hypoglycemic event and the local emergency medical technicians (emts) were called. The emts gave the patient an IV of glucose to bring the patient's blood sugar back up. The patient was not admitted to the hospital. It was reported that the hypoglycemic event was due to the patient not hearing the audio alarm from the receiver. At the time of contact, the patient was stable. No additional event or patient information was provided. No product or data was returned for investigation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and resulted in audio failure. A review of the downloaded data log did not find any errors related to the customer complaint. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.